Event description:
The manufacturer was contacted in reference to a dreamstation 2 advanced auto CPAP medical intervention was not specified. The device has not yet been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing. The manufacturer received information alleging eye irritation, nose irritation, skin irritation, respiratory tract irritation, dizziness and/or headache, hypersensitivity, nausea / vomiting, asthma, inflammatory response, lung issues.